Event description:
Revision surgery - central screw of the baseplate was broken at about the midpoint. Not sure if it was from a patient fall or normal usage. The patient heard a clicking and had pain in their shoulder

Manufacturer narrative:
The reason for this revision surgery was reported as pain. The actual in vivo time for the main part of the complaint is 1 year and 6 months from the primary surgery. The previous surgery and the surgery detailed in this event occurred 5 months and 3 weeks apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr#54622 associated with the main part #508-32-104, baseplate, glenoid ha-coat, rsp, 6.5mm x 30mm which documents that out of 40 parts lot, 2 parts were rejected due to parts had double laser. Later the rejected parts were reworked and accepted after proper justification. There was an another ncmr#54745 associated with the same part which document that out of 40 parts lot, 4 parts were rejected due to blast over spray in porous coating. Later out of 4 rejected parts, 2 parts were accepted to use as is after proper justification and remaining 2 parts were scrapped. All other items in the lot were met with fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain. There were no findings during this evaluation that indicate the reported devices were defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical such as poor bone density, inadequate soft tissue support, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.